Event description:
It was reported that even with the skull clamp locked, there was still movement of the patient's head. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 11/22/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: this device was manufactured on september 30th of 2006. Service history: date of repair: 10/18/2013 rag#: (B)(4); date of repair: 06/11/2012 ag#: (B)(4). Date of repair: 04/25/2012 rag#: (B)(4); date of repair: 10/12/2010 rag#: (B)(4). A two year look back for this reported failure and or related to "clamp is still moving/movement issues¿ for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. Complaint confirmed via inspection of item. Unit received with the hex bushing worn and the lock still moves after unit is locked down and needs to be replaced. The returned unit did not meet all specific functional tests. Conclusion: in summary, the end users reason for return was verified. The most likely cause could be due to the damaged hex bushing and the need to replace the lock. General maintenance is required as this unit was manufactured in 2006 last serviced in 2012.